Event description:
It was reported that while attempting to treat a totally occluded distal rca, the delivery system was pressurized once to 12 atm and once to 16 atm when it was noticed that the stent no longer covered the lesion. The pt was sent to surgery for an unknown procedure and during surgery had a stroke. Thrombus was reported to be in the proximal portion of the vessel at the time of surgery. The pt's current condition is unknown.